Event description:
Boston scientific received information that during a routine follow-up, this patient¿s pacemaker was found to be at elective replacement time. At the previous follow-up approximately seven months prior, the longevity estimate displayed was approximately 2.5 years so the physician suspected the device to be prematurely depleting. No intervention has been performed at this time and the pacemaker continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.